Manufacturer narrative:
On 23-dec-2020, mentor received additional information regarding the complaint device. A healthcare professional from the surgeon's office reported that they cannot confirm the manufacture of the device. They were unsure about the manufacturer of the device, when they reported the issue to mentor. Since the device was inadvertently discarded, they were not able to identify the manufacturer of the device. Therefore, the reported device cannot be confirmed as a mentor product. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified tissue expander and experienced postoperative deflation (side unknown). As a result, the patient underwent removal and replacement with an 850cc artoura smooth breast tissue expander (unknown catalog #) on (B)(6) 2020.